Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of inner sheath detached. Imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatitis during a ultrasound gastroscopic pancreatic drainage procedure performed on (B)(6) 2023. During the procedure, the stent was fully deployed, but the inner sheath broke during removal of the delivery system, which resulted in the stent moving out of its position and falling into the stomach. The inner sheath and the stent were removed together using foreign body forceps. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of inner sheath detached. Imdrf device code a1502 captures the reportable event of stent positioning issue. Block h10: an axios electrocautery enhanced delivery system was returned for analysis; the stent was not returned. Visual examination of the returned device found the inner sheath kinked. No other problems were noted to the delivery system. The observed failure of inner sheath kinked was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the observed failure. The reported event of stent positioning issue cannot be confirmed as this event occurred during the procedure and it is not possible to replicate in the laboratory of analysis. Taking all available information into consideration, the investigation concluded that the reported events and observed failure were likely due to factors encountered during the procedure. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, improper axios stent placement is noted within the IFU as possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatitis during a ultrasound gastroscopic pancreatic drainage procedure performed on (B)(6) 2023. During the procedure, the stent was fully deployed, but the inner sheath broke during removal of the delivery system, which resulted in the stent moving out of its position and falling into the stomach. The inner sheath and the stent were removed together using foreign body forceps. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.